Manufacturer narrative:
Device manufacture date: the lot was manufactured from april 14, 2023, to april 18, 2023. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. There was approximately 1/3 remaining after running the device for four hours longer than the expected therapy duration of 46 hours. There were no issues with the line flushing. The device was filled with chemotherapy medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.